Event description:
It is reported that the patient is experiencing knee pain.

Manufacturer narrative:
Evaluation summary: surgical notes for the previous revision surgery were reviewed and found conforming to recommended surgical technique. However, x-rays were not received to confirm fit and orientation. The surgical notes specifically indicated that following the final curing of the cement, the knee was again taken through a range of motion. There were normal patellar mechanics, and the knee was much more stable than preoperatively, with full range of motion. Gaps were symmetric. The femoral and tibial baseplate components used in the primary surgery are unknown. Patient factors that may affect the performance of the components such as bone quality, height, activity level, and type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be reopened.